Manufacturer narrative:
Lot number - requested, but unknown. Expiration date - unknown due to unknown lot number. UDI - unknown due to unknown lot number. Implanted date: device was not implanted. Device manufacture date - unknown due to unknown lot number. The actual device was not returned, therefore an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot# combination was conducted with no findings. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
The user facility reported that there is a kinking of the delivery sheath. Device still successfully deployed with no complications. Additional information was received on 4/16/2018: the patient was having a left heart catheterization (lhc) done. A 6fr procedure sheath was used. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. It is unknown if a pre angiogram was performed. The tech reported difficulty gaining arterial access with the angio-seal dilator/sheath and that the sheath "folded up on itself iike an accordion" with the dilator still inside. The device was removed and manual pressure was applied to achieve hemostasis. Additional information was received on 4/25/2018: no bleed back was obtained from the sheath/arteriotomy locator. The angio-seal was not used and hemostasis was achieved by manual compression.